Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10 a review of the device history record for sn(B)(6) was performed from date of manufacture 03/21/2008 to present date 11/27/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had a pressure sensor error. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a pressure sensor error. It was reported there was no patient involvement.